Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on blue screen and offline in remote support service (rss). A field service engineer (fse) found the unit displaying a blue screen upon arrival. The fse replaced the hard drive and proceeded to configure it. Configuration was completed in coordination with a remote support representative. The unit was successfully brought back online. Once the station was operational, the customer logged in, performed a medication inventory, and verified patient data. Patients were present in the system, and all checks were completed successfully. The customer confirmed that everything was functioning correctly. All tests passed, and the issue was resolved. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was stuck on blue screen and offline in remote support service (rss). The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.